Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 alarm that appeared on the home choice (hc) during dwell. The technical service representative (tsr) explained the alarm to the registered nurse (rn) and advised her to close the clamps and the transfer set. The tsr advised the rn that therapy has ended she they will need to start over with all new supplies, or use manual supplies to complete therapy. The rn stated there was an open clamp on an unused supply line. The tsr explained to the rn that any lines not being used need to stay closed. The rn would inform the peritoneal dialysis nurse (pdrn) of the alarm. The rn would start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp on a unused supply line. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the use error in the complaint. This issue is being investigated through CAPA.